Event description:
Healthcare professional reported left "intracapsular rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported "left device rupture." Healthcare professional later reported ¿left both radial folds¿. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Corrected data: e1 country.

Event description:
Healthcare professional reported left "intracapsular rupture." The device remains implanted.